Event description:
Event description guidant received information that a patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a delay in therapy of a slow ventricular tachycardia (vt) due to rate smoothing. Guidant received subsequent information that the patient is in a storm of ventricular tachycardia (vt) at a rate of 230. The clinician stopped the device from delivering therapy by placing a magnet on the device as the patient is on a left ventricular assist device which supports the patient hemodynamically. The device is operating appropriately.